Event description:
Pt status post right wrist fracture implanted with distal radius plate on (B)(6) 2012 returned to surgeon. An x-ray on an unk date showed a non-union of the fracture. Pt was returned to operating room on (B)(6) 2012 and the plate and screws were removed. Pt was revised to competitors product. This is 1 of 9 reports for this event.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.